Manufacturer narrative:
Supplemental report being submitted as information was received on 01-oct-2020, stating that the exact rpn and lot number of the device cannot be confirmed. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted as information was received on 01-oct-2020, stating that the exact rpn and lot number of the device cannot be confirmed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Related to MDR ref # 3001845648-2020-00449. Because of the obstruction of the 1st metallic stent with dilation of cbd, the doctor decided to extract the stent and have seen a 4cm stenosis due to chronic pancreatisis¿? "As per complaint form": because of the obstruction of the 1st metallic stent with dilation of cbd, the doctor decided to exctract the stent and have seen a 4cm stenosis due to chronic pancreatisis. He wanted to place a new one but noticed that the catheter was a little bit kinked . He tried to place the stent but it was not possible to open it. They took the stent out from the duodenoscope and the nurse tried to make it straight without success for the stent. They decided to take a new stent. After a visit to the hospital, the nurse admit it was probably her fault. I trained them again about how to put the stent out from the box and they will be more careful now. Duodenosope olympus tjf 160 vr. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) what endoscope type and channel size was used? Duodenoscope olumpus tjf 160 vr what was the position of the elevator? Was it opened or closed? Details of the wire guide used (diameter, type, make)?jagtome ( autotome and jagwire 0.035¿- 260 cm ). Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. How long was the stent in the patient by the time this complaint occurred? Zero, impossible to take it out from catheter. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Is the patient known to be covid-19 positive? No covid. Stricture information: what was the length and diameter of the stricture? 4cm. Where was the stricture located in the body? Cbd. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient was the product inspected for kinks or damage before use? By the time of placement, the doctor noticed the catheter was kinked . He was skeptical about the possibility for the stent to get out from its catheter and he was right. They have used a new one was resistance felt during insertion into patient? If yes, at what point?no. Questions related to during stent placement: did the product fail during stent deployment or recapture? Was the directional button pressed during use? Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Was the yellow marker kept in view during deployment? Are images of the device or procedure available?no questions related to during introducer withdrawal was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Did the stent open sufficiently to allow withdrawal of introducer safely? Was the safety wire fully removed before removing the delivery system? Did any part of the product snag/get caught with the stent when removing the delivery system? Are images of the device or procedure available? Questions related to during stent repositioning/removal. What instrument was used for stent repositioning / removal? Forceps, snare¿ was the lasso (suture) loop used during repositioning was the directional button fully engaged? Did the red indicator move when the trigger was pressed? No, it was blocked. Did the red indicator continue to move after the delivery stopped? No. Were any cracking/popping sounds heard from the handle? No, was the stent partially exposed? No. If the stent was partially exposed, was it possible to recapture the stent fully before removal? Were any additional procedures needed? Used a new stent with success. What is the patient outcome? She¿s fine. What is meant by ¿the kt looks bent¿? Is this referring to the device itself or the catheter? Because the nurse couldn¿t move with the handle, the doctor looked and have seen a bending. He said to the nurse that it will be difficult to exposed the stent. They took it out from the endoscope, tried to make is straight manually without success was it possible to partially deploy the device? No. When I came to the hospital in order to get informations, I have made a training about how to put the stent out from the box. The nurse is new and not used to these stents. When they used a new one, the nurse was more careful¿.

Event description:
Supplemental report being submitted due to the completion of the investigation.

Manufacturer narrative:
Component code (annex g): g04122 ¿ stent. Device evaluation: the evo- biliary stent device of unknown lot number was not returned to cook ireland for evaluation. With the information provided, document based investigation was conducted. This file is related to (B)(4). This file was raised to capture "the obstruction of the 1st metallic stent with dilation of cbd". Several attempts were made to obtain additional information, however from additional information provided "unfortunately, I don¿t have this information. I just can tell you that most of the time, they use: evo-fc-10-11-6-b and the 1st one was blocked that¿s the reason why they but a new on for bile flow." Documents review including IFU review: it is likely that fully or partially covered stent was used. From medical advisor input "the compliant is that 1st cook evo biliary stent was obstructed. If the stent was fully covered or partially covered (very likely due to the fact that the doctor decided to extract the stent)," as the evo- biliary is unknown device from unknown lot numbers, a review of the relevant manufacturing records cannot be conducted. Prior to distribution all evo- biliary devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. As per instructions for use, ifu0062-5 which accompanies this device, additional complications that can occur in conjunction with biliary stent placement include, but are not limited to: stent migration; stent occlusion; ingrowth due to tumor or excessive hyperplastic tissue; tumor overgrowth.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a possible root cause could be attributed to patient condition related, as per instructions for use, stent occlusion is listed as a complication following the placement of this device. As per medical advisor "this occurrence happened was due to patient¿s condition (chronic pancreatitis). Stent occlusion is a foreseeable side-effect and is listed in the IFU." Summary: customer complaint is confirmed based on customer testimony. The patient outcome is unknown, as no information was provided. Complaints of this nature will continue to be monitored for potential emerging trends.